Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl. The customer changed her infusion set and treated with a manual insulin injection. Troubleshooting was initiated to inspect in the insulin pump and there were no alarms or anomalies discovered with the device. The customer declined to perform a high pressure test. The customer was advised to change their infusion set, reservoir and insulin and treat per health care provider's instructions. No products were replaced or returned.